Manufacturer narrative:
Device evaluated by manufacturer - the device has the distal tip detached and kinked. Dimensions that were able to be measured were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire entrapment and coating issue occurred. The target lesion was located in the posterior tibial artery below the knee. The 300cm v-14 controlwire was delivered to the lesion. Rubicon support catheter was connected and v-14 was pushed and pulled via rubicon, the catheter became unable to move suddenly. V-14 and rubicon were removed together from the patient. Hydrophilic coating of v-14 wire tip was peeled off but was not detached from the catheter, thus it was entirely removed from the patient. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guide wire entrapment and coating issue occurred. The target lesion was located in the posterior tibial artery below the knee. The 300cm v-14 controlwire was delivered to the lesion. Rubicon support catheter was connected and v-14 was pushed and pulled via rubicon, the catheter became unable to move suddenly. V-14 and rubicon were removed together from the patient. Hydrophilic coating of v-14 wire tip was peeled off but was not detached from the catheter, thus it was entirely removed from the patient. No patient complications were reported and the patient status is stable.